Event description:
The account alleged that the stretcher rolls very hard. Not impact.

Manufacturer narrative:
The technician inspected the brake casters and found they all have missing chunks of rubber and the brake and steer casters ratchet. The technician replaced the brake casters to resolve the issue.